Event description:
During placement of the smart control stent, it was noticed the stent length seemed longer than the specification. The target lesion was located in the left iliac artery. The lesion was described as 90% stenosed with no calcification. The reference vessel was mildly tortuous. The approach was made from the left femoral artery with a 6fr brite tip sheath introducer. The target lesion was crossed with a wizard pv guidewire and pre-dilation was performed with an unknown 4x4mm balloon catheter. A smart control stent was delivered to the target lesion. However, when the radiopaque stent markers were in position proximal and distal to the target lesion; it was noticed that the stent length seemed 1cm longer than the specification (should be 6cm). It was reported that "even though the physician felt odd, the stent was placed in the lesion." When a 6cm savvy balloon catheter was used for post-dilation; the stent and the balloon lengths were obviously different. The procedure was completed without patient injury. The product has been returned for analysis. The product was stored per the instructions for use. There was no damage noted with the packaging prior to use. The packaging was labeled correctly. The outer box and inner sterile package had the same labeling. The packaging will not be returned for analysis.

Manufacturer narrative:
It was confirmed that an unknown 4 mm x 4 cm balloon catheter and unknown 5 mm x 6 cm balloon catheter were used. Live case films were not available. During placement of the smart control stent, it was noticed the stent length seemed longer than the specification. The target lesion was located in the left iliac artery. The lesion was described as 90% stenosed with no calcification. The reference vessel was mildly tortuous. The approach was made from the left femoral artery with a 6fr brite tip sheath introducer. The target lesion was crossed with a wizard pv guidewire and pre-dilation was performed with an unknown 4 x 4 mm balloon catheter. A smart control stent was delivered to the target lesion. However, when the radiopaque stent markers were in position proximal and distal to the target lesion; it was noticed that the stent length seemed 1 cm longer than the specification (should be 6 cm). It was reported that "even though the physician felt odd, the stent was placed in the lesion". When a 6 cm savvy balloon catheter was used for post-dilation; the stent and the balloon lengths were obviously different. The procedure was completed without patient injury. The product has been returned for analysis. The product was stored per the instructions for use. There was no damage noted with the packaging prior to use. The packaging was labeled correctly. The outer box and inner sterile package had the same labeling. The packaging will not be returned for analysis. One non sterile unit of smart control, iliac 7 x 60 was received together with an unknown savvy, both coiled inside of a plastic bag. The savvy presented several kinked/bent conditions along the body/shaft. The smart control outer sheath presented kinked conditions at 5.5 cm, 14 cm and 77.5 cm from distal end of the ID band. Locking pin and stent were not received for analysis. No other anomalies were found on the received units. The distance between the stop and the proximal end of distal tip was measured and the result was 70.3 mm which is enough to contain a 60 mm crimped stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint by the customer as stent-incorrect length-too long could not be confirmed since the stent was not received. However, the distance between the stop and the proximal end of distal tip was measured and the result was 70.3 mm which enough to contain a 60 mm crimped stent. Controls exist in the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect it, (B)(4). The cause of the kinked/bent conditions found during the visual analysis could be due to the coiled condition of the unit received for analysis. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. Measurements from the supplied ultrasound still photos of the undeployed stent still contained within the outer sheath (run 9) is approximately 2 mm shorter than measurement of the deployed stent in run 11. Self expanding stents by their nature shorten after deployment in the vessel. Thus, we would expect the length of the deployed stent in run 11 to be shorter than the length of the undeployed stent in run 9. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, vessel characteristics and procedural factors may have impacted the event.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Concomitant devices include a 175cm japan life line wizard pv guide wire, unknown 4x4 balloon catheter, 6fr brite tip sheath introducer, and a 6cm savvy balloon catheter. Additional information will be submitted within 30 days from receipt.